Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28th april 2026, it was reported by an arthrex employee via email that for an ar-12990n, scorpion¿ needle, knee, the fracture occurred within the scorpion. This was detected during an unspecified procedure on (B)(6) 2026. The procedure was completed successfully using only a competitor's device. No significant surgery delay reported. No additional anesthesia administered to the patient.